Manufacturer narrative:
Correction: h4 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed with no lights on the cards. A field service engineer replaced three cards to resolve the issue. The drawer was tested in inventory and hardware test applications several times. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
T was reported when using the bd pyxis¿ medstation¿ es had failed drawer, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed with no lights on cards. A field service engineer replaced 3 cards to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawer, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.